Manufacturer narrative:
(B)(4) initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. The relevant device details were provided for the cormet cup and the cormet head and the appropriate device manufacturing records were identified and reviewed. It was found that all parts associated with these records conformed to material and dimensional specification. Operative notes were provided to aid the investigation but the explanted devices were not available to return to corin UK for examination. Therefore, at this time it cannot be determined whether the cormet devices caused or contributed to the patients experience. Based on this, corin now considers this case closed, however, should any new information be provided this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Cormet revision after approximately 10 years due to metallosis.